Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the drill broke during subtalar arthroscopy when over-drilling the k-wire and applying force in the ao junction within the approach. The surgeon thought that the drill was blunt and therefore he had to apply more force. However, the force applied was not so strong that the drill could have broken. The other drill, which appeared to be sharper, was then used without any problems. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update nroe 15-dec-2023: further information revealed that a small part stuck in the attachment. The main part was retrieved off the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified the male fitting of the 5.0 mm drill bit, cannulated, reusable had broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion; prying/leveraging the device during insertion.